Event description:
Baxter (B)(4) received a report that a 10 ml/hr infusor underinfused during patient use. A volume of approximately 150 ml rather than 240 ml was infused over the course of 24 hours. This implies a 6.3 ml/hr flow rate, which is 63% of the expected flow rate. The device was filled with a 250-ml solution of 12 g bristopen (manufactured by bms) in normal saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of fluid in the reservoir. The reported condition of underinfusion was not confirmed. Visual examination of the unit noted excessive drug precipitates in the fluid in the bladder. As a result of the excessive drug precipitates, flow was not readily observed at the distal luer despite several attempts of forced prime. Therefore, a functional flow test could not be performed on the used sample in order to verify the reported issue. No root cause was identified. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required.